Manufacturer narrative:
Weight & ethnicity: unknown/ not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient underwent intraocular lens (iol) implantation and the patient was discharged the next day with no issue. During follow-up on (B)(6) 2021, it was learned that the patient visited an outside hospital due to eye redness and sudden decrease in visual acuity on (B)(6) 2021, and was diagnosed with endophthalmitis in the left eye. The intraocular lens was explanted and symptomatic treatment such as vitrectomy was given. The eye condition is good now.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.